Event description:
During service and repair the device was found with exposed cable wires. The device was not used in surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned by the customer. Service and testing evaluated the device and confirmed the reported condition. Preventative maintenance on the device was performed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).